Event description:
It was reported that a keypad on a pump was not operating correctly.

Manufacturer narrative:
(B)(4). The sigma device evaluation found that when any key (other than (.), #3, #4, #5, #6, #7, #8, and #9) are selected an automatic output of the #3 key will occur following the selected key's function (e.g. When the #2 key is pressed 23 will be displayed). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.